Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade iii. The event of " capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii, via nbir. Device has been explanted.